Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced issues with the piston rod and cartridge of the infusion device. It was reported that the cartridge could not be removed from the infusion device. The patient went to the hospital and was diagnosed with ketoacidosis. The hospital removed the patient from her infusion device, and connected her to the hospital's infusion device. The patient's blood glucose levels stabilized. It is unknown how long the patient was hospitalized.